Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery (vats), on right lower lobe resection, one side of the staple line was complete and the other side did not staple. The surgeon did manual suturing to complete the case. The operation time was extended. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery (vats), on right lower lobe resection, one side of the staple line was complete and the other side did not staple. The surgeon did manual suturing to complete the case. The operation time was extended.